Event description:
During thrombectomy, one pass was made with the retriever in the occluded left internal carotid artery. During introduction of microcatheter to dissolve thrombus, the microcatheter perforated the vessel. Subsequently, the patient had a subarachnoid hemorrhage. 37.8 mg of t-pa was intravenously administered. The patient recovered without sequalae approximately 10 weeks post procedure. No further information was provided.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and vessel perforation are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Subject device was disposed.